Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6)2022. The procedure was performed under intravenous (IV) sedation. Fiducials were administered transperineally prior to the spaceoar vue implant. The patient was asymptomatic and started treatment "about" three weeks prior to (B)(6)2022. It was reported that initially, on cone beam computed tomography (CT) scans, the hydrogel was visible. However, on more recent cts, the hydrogel was no longer visible. In addition, the patient had also begun complaining of a palpable lump in their perineal area that was painful. It was further reported the patient had asked to be seen, on an unspecified date, because he felt "a ball like structure" at his perineum also referred to as perineal discomfort. It was also reported he had experienced "some" perineal soreness since the implant procedure, but not increasing in severity. Upon exam, a 1.5-to-2.0-centimeter diameter soft, rounded subcutaneous perineal structure was identified and could be felt by the physician. The patient was asked to massage the area gently and to use warm compresses. The physician believed that this was the hydrogel from reviewing the MRI and that the hydrogel had migrated. The patient's repeat planning MRI showed the hydrogel was at the level of, and behind, the penile bulb which corresponded to the palpable finding. Post-implant magnetic resonance imaging (MRI), performed in late (B)(6) 2022 had also showed the hydrogel was clearly visible on the MRI. Upon review, however, the hydrogel was determined to be mostly in the anterior rectal wall. A very tiny needle-sized track of hydrogel also went down to the penile bulb area. MRI was also performed the week prior to (B)(6)2022, which showed the hydrogel was "completely gone", but in the right side of the penile bulb there was approximately 1.5 centimeters enhancing fluid collection. This was noted to have been most likely the palpable lesion that was felt through the perineum. A tiny needle track of spaceoar vue could still be seen on the MRI next to the cystic lesion. It was not possible to tell on the MRI whether the nodule was the hydrogel or inflammation near the prior needle track. CT scans, that were taken that same day as MRI, were also reviewed and it was determined there was no contrast visible near the penile bulb. It was reported the findings "most likely" represented "some kind of inflammatory cyst", but that it was also "possible" that it was migrated hydrogel with diminished contrast, however, that was noted to have seemed less likely. The patient was doing well as of (B)(6)2022. His pain resolved after "about" a week. He has received 3 weeks of conventional fractionation treatment at 180cgy per day and has "about" 2.5 weeks to go before finishing.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Manufacturer narrative:
Additional information: block b5 has been updated based on additional information received october 20, 2022. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The procedure was performed under intravenous (IV) sedation. Fiducials were administered transperineally prior to the spaceoar vue implant. The patient was asymptomatic and started treatment "about" three weeks prior to (B)(6)2022. It was reported that initially, on cone beam computed tomography (CT) scans, the hydrogel was visible. However, on more recent cts, the hydrogel was no longer visible. In addition, the patient had also begun complaining of a palpable lump in their perineal area that was painful. It was further reported the patient had asked to be seen, on an unspecified date, because he felt "a ball like structure" at his perineum also referred to as perineal discomfort. It was also reported he had experienced "some" perineal soreness since the implant procedure, but not increasing in severity. Upon exam, a 1.5-to-2.0-centimeter diameter soft, rounded subcutaneous perineal structure was identified and could be felt by the physician. The patient was asked to massage the area gently and to use warm compresses. The physician believed that this was the hydrogel from reviewing the MRI and that the hydrogel had migrated. The patient's repeat planning MRI showed the hydrogel was at the level of, and behind, the penile bulb which corresponded to the palpable finding. Post-implant magnetic resonance imaging (MRI), performed in late (B)(6) 2022 had also showed the hydrogel was clearly visible on the MRI. Upon review, however, the hydrogel was determined to be mostly in the anterior rectal wall. A very tiny needle-sized track of hydrogel also went down to the penile bulb area. MRI was also performed the week prior to (B)(6) 2022, which showed the hydrogel was "completely gone", but in the right side of the penile bulb there was approximately 1.5 centimeters enhancing fluid collection. This was noted to have been most likely the palpable lesion that was felt through the perineum. A tiny needle track of spaceoar vue could still be seen on the MRI next to the cystic lesion. It was not possible to tell on the MRI whether the nodule was the hydrogel or inflammation near the prior needle track. CT scans, that were taken that same day as MRI, were also reviewed and it was determined there was no contrast visible near the penile bulb. It was reported the findings "most likely" represented "some kind of inflammatory cyst", but that it was also "possible" that it was migrated hydrogel with diminished contrast, however, that was noted to have seemed less likely. The patient was doing well as of (B)(6) 2022. His pain resolved after "about" a week. He has received 3 weeks of conventional fractionation treatment at 180cgy per day and has "about" 2.5 weeks to go before finishing. Additional information received on october 20, 2022: the patient's condition was additionally reported as doing symptomatically well. The patient completed their external beam radiation therapy, 45gy in 25 fractions, and is getting ready to have seeds.